Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited impedance spikes, high impedance, and undefined impedance on the superior vena cava (svc), rv defib, and pacing portion of the lead. Lead detections were deactivated, the patient was fitted for a wearable defibrillator, and a lead replacement is scheduled for a future date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was also fractured.